Event description:
During the procedure of laparoscopic gastric jejunostomy and while attempting to perform sutures, the endo gia was approximated the site, but could not be fired, and could not be released. Finally, the endo gia 60 was withdrawn through the opening along with the trocar.